Event description:
It was reported that the patient would "feel withdrawal with every close approximation to her refill". The physician reported this was probably due to the pump being over 5 years old. The pump was explanted and replaced in 2008. The drugs used in the pump were hydromorphone 30.0 mg/ml at a dose of 10.983 mg/day and baclofen 500 mcg/ml (dose not reported). The infusion mode was simple continuous at an infusion rate of 0.3661 ml. No outcome or specific symptoms were reported. Additional information has been requested.